Event description:
It was initially reported that the patient experienced a lack of stimulation from their implantable neurostimulator (ins). No telemetry or recharging was possible and a physician mode recharge (pmr) was attempted with no success. The last known time the ins was recharged was approximately 4 months ago and the physician did not believe that the ins had depleted too early. The ins was then replaced. During the replacement procedure, it was confirmed that the ins was correctly oriented. Following the replacement surgery, it was reported that the patient's therapy was restored and she had good pain relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ipg model 37713, serial # (B)(4), found no significant anomalies.